Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pneumothorax post-operatively. The patient had an extended hospital stay and required oxygenotherapy. The pneumothorax resolved and the device and leads remain in use. The patient is a participant in the adapt response clinical study. No further patient complications have been reported as a result of this event.